Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported that the v60 reading of actual measured value was frozen after proximal pressure line disconnect alarm sounded. There was no adverse patient effect.

Manufacturer narrative:
.